Event description:
It was reported that system error 345 occurred during an infusion of IV fluids to a patient. The customer stated that approximately 10 minutes into the infusion, the pump alarmed for a system error 345. The device was powered off, then on, and reprogrammed to infuse IV fluids and electrolytes. The pump alarmed for system error 345 at least 3 additional times. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the reported system error 345 was caused by a failed downstream sensor. Review of the history log shows 6 occurrences of system error 345. A system error 345 occurs when the tempurature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.